Event description:
It was reported that the device was above the parameters, the pump did not pass precision test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The air detector, downstream occlusion (dso) sensor, and upstream occlusion (uso) seal were in good condition. The device turned on and there were no error messages. The pump passed accuracy testing as the results were within the 6% specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative downloaded software and re-calibrated the pump.

Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.